Event description:
Complainant alleged that while attempting to monitor a male pt, the device prompted a "lead fault" message while attached to two sets of pads. Subsequent testing after the call, could not reproduce the reported fault. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.